Event description:
Still experiencing excruciating pain. Any and all activities are "null and void" except walking. At times going any distance can cause severe and chronic pain. Range of motion will never be the same. Numbness and pain in lumbosacral spine along with pain radiating to buttocks and down leg since implantation of the pedicle screws and rods. Back very much requiring back brace to be worn each and every day. Cannot lift any thing over 5 lbs as this brings on severe pain. Back still feels like it is broken. Pain requires heavy dosage of pain medication and muscle relaxers on a daily basis which also affects other body functions such as poor eye sight, constipation etc. Rendered 100% disabled in compliance and guide lines of social security administration, permanent.